Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress testing and all calibration testing, without duplicating the customer's report. An internal inspection found all tubing, ribbon cables, and compressor cables in an appropriate condition with proper routing per specifications. The flow screens were identified to have debris in the screens. Dust and debris accumulation may result from storing the device without the red dust cap on the gas outlet. The flow screens were replaced as a precaution. The red cap should be preserved and reapplied during ventilator storage or inactivity. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to move a patient (age & gender unknown), the device displayed a "compressor fault-2001 " error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.